Manufacturer narrative:
(B)(4). The lot 13m001 was manufactured on november 4, 2013 to november 5, 2013. The affected device was received for evaluation against the reported condition. The device was not returned in its original package. Visual inspection of the device revealed the blue winged luer cap had separated from its distal luer lock. The cause of the condition was not determined with the provided information and sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intermate had disconnected. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.